Manufacturer narrative:
No product will be returned for eval.

Event description:
The patient stated that his infusion device did not deliver insulin while he slept overnight. He stated that his blood glucose readings escalated from 117 mg/dl at 9:00 pm on saturday night (2007) to 477 mg/dl at 5:30 am the following day. He stated that he gave himself "a shot" of insulin and his blood glucose reading reached 500 mg/dl at 7:30 pm. He reported a blood glucose reading of 527 mg/dl at 11:00 am. At that time, he switched to his back up infusion device. He then administered an "8-10 unit correction bolus" of insulin. He reported his blood glucose readings at 2:00 pm and 5:00 pm of 300 mg/dl and 160 mg/dl, respectively. He stated that his recommended fasting blood glucose range was 70-100 mg/dl. He reported "ringing ears" as his symptom of elevated blood glucose. However, he stated that he had just been put on medication for high blood pressure, he was not sure if his symptom was associated with high blood pressure or possibly related to the medication. He stated that one day later, " possibly due to all the insulin from yesterday", he observed a blood glucose reading of 45 mg/dl. He stated that he "drank some orange juice and within the hour his blood glucose was 117 mg/dl". The patient stated that he was unwilling to switch back to his primary infusion device to participate in troubleshooting with a co rep. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.